Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's corporate product surveillance (B) (6) 2010 reporting that the homechoice (hc) cycler severely overfilled him on (B) (6) 2010. This was the home patient's (hp) first time on the hc cycler. The hp had started the therapy on the night of (B) (6) 2010. The largest prescribed fill volume was 2500 ml and the reportable drain volume was 4900ml. The hp did not remember the exact cycle when the drain volume reached 4900 ml. Per the hp, he had discomfort throughout therapy, and he had to finally drain off because he could not handle the discomfort any longer. The hp stated that he felt a little better, however the hp further revealed that he had been having side pains also since performing therapy on the hc cycler. The hp further reported that it hurts a little every time he takes a deep breath. Per the hp, he has been continuing therapy on the continuous ambulatory peritoneal dialysis (capd). On (B) (6) 2010, hp's nurse contacted baxter's technical service center to request a swap of the hc device due to the possible overfill. Per initial report, the technical service representative (tsr) arranged a swap of the instrument due to this issue. The hp is not diabetic. The tsr also discussed the use of the continuous ambulatory peritoneal dialysis (capd) machine for the hp until the replacement machine arrived. On 09 mar 2010, a baxter healthcare representative contacted a peritoneal dialysis (pd) facility to follow-up on the urgent product recall/increased intra-peritoneal volume (iipv) letter (dated 01/08/2010) for the homechoice (hc) device. The nurse stated that she received the letter. The nurse commented that in the process of giving this information to the staff, home patients and other service facilities, she had a patient that had an overfill friday night (B) (6) 2010 into saturday (B) (6) 2010 per the nurse, the patient did have the system that is being recalled. The nurse also stated that this patient did not do anything to relieve overfill. The nurse indicated that the patient told her that his belly was really sore and the alarm to the machine did not go off. On 11 march 2010 product surveillance received a returned call from the home patient's peritoneal dialysis nurse regarding the report. The rn stated that the hp also had chest pain, belly pain and shoulder pain. The rn stated that the symptoms are in the process of resolving, and that the hp is currently performing manual therapy. The rn explained that during the event of (B) (6) 2010, the hp came off the cycler with 2500ml and felt uncomfortable all night. A manual drain was performed and the hp drained 5000ml and the hp felt better. It was confirmed that the largest prescribed fill volume is 2500ml. The event occurred during treatment overnight. The nurses information stated the event occured on the therapy starting on (B) (6) 2010. This is the same event that the patient described to of happened on the (B) (6) 2010 as the therapy continued after midnight into the next morning, so an additional complaint will not be opened.

Manufacturer narrative:
(B)(4). Homechoice sn (B)(4) was evaluated by the pal for the reported difficulties of iipv and patient symptom (pain). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties. The device passed both the homechoice return instrument test / evaluation (rite) electrical test (B)(4) and the rite functional test (B)(4). However, a system error (se) 2 alarm and se 25 alarm were encountered during attempted device log download; the device was found to not meet software functional performance specifications relative to incomplete download of device logs, se 2 alarm and se 25 alarm. The incomplete download of device logs, se 2 alarm and se 25 alarm did not affect volumetric accuracy or temperature functional performance and the device was determined to meet specifications relative to the reported difficulties of pain (patient symptom) and iipv. The iipv and pain (patient symptom) are unrelated to the incomplete log download, se2 alarm and se25 alarm. Iipv: not confirmed in the logs and not duplicated during the pal evaluation. Probable cause: undetermined. Patient symptom (pain). The reported difficulty was unable to be confirmed during the pal evaluation. Issues such as this are patient symptom in nature and would not be recorded in the logs or reproducible in the pal. Assignable cause: undetermined. Additional issue during pal evaluation. Downloading of device logs initially incomplete / se 02 / se 25. Assignable cause: undetermined. The incomplete logs / se 02 / se 25 would not have caused or contributed to the reported difficulties of iipv or to the patient symptom. The device will be routed to the service area. There is an ongoing CAPA investigation, (B)(4), associated with this report. The correction and removal (c and r) number is 1423500-01/08/10-001-c.

Manufacturer narrative:
(B) (4). Device evaluation anticipated. Follow up information will be sent if made available

Manufacturer narrative:
(B)(4).

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The MDR contained the incorrect 510k number it has been corrected to reflect the appropriate number k053512.